Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received a 2-way foley catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 2758j14 and manufacturing lot number ngjz2836. Visual inspection noted no obvious observations. During testing, balloon inflated with 10 ml of solution successfully using the returned syringe and the catheter rested with no leaks noted. Deflated balloon passively in 46 seconds with no cuffing noted. This is within specification per inspection procedure (B)(4), which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,e,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that, customer had difficulty in draining water & difficulty in filling water during pre-test. Sterile water could not be drained also could inject only about 9 ml of water. As per follow up information received via ibc on 10sep2025, stated that, the event indicated only sterile water did not drain from the foley catheter.

Event description:
It was reported that, customer had difficulty in draining water & difficulty in filling water during pre-test. Sterile water could not be drained also could inject only about 9 ml of water.

Manufacturer narrative:
The initial reporter's last name that was provided was (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.